Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 320 alarms which were reproduced during evaluation. System error 320 alarms were verified through a review of the event history log. A visual inspection showed the upper latch switch was missing from the switch housing. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error). There was no known patient injury or medical intervention associated with this event. No additional information is available.